Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch on the act button. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer's blood glucose level was 13.4 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.